Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Summary of investigational findings: it was reported that the dilator hub broke during the procedure. The dilator was removed and the procedure was completed with no harm to the patient. The dilator was returned with an unknown connecting tube. The dilator has visible biological matter throughout. The fitting was dismantled during the investigation and the dilator tubing flare was found intact and in-round and there was evidence that the fitting was glued according to specifications and the fittings were able to be completely threaded together. Based on these findings the exact reason for the broken hub cannot be determined, but the power injector may not have been properly connected to the dilator or it may have been too firmly connected. If the power injector and the dilator were too firmly connected, too strong force may have been applied to disconnect them and may have caused the fitting to break. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: unknown g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: during an ivc filter placement procedure on a patient of unknown age and gender, the cook celect platinum navalign uniset vena cava filter set, was used. While using the device the physician had trouble with the inner dilator. The hub on the end where the syringe connects broke. The staff was flushing with 20cc of contrast. Additional information received from the district manager: the procedure was completed as the dilator was taken out and the procedure was completed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.